Event description:
I had the essure implant in 2012. My periods became worse, I had bad cramps. My periods were extremely heavy with blood clots. I didn't know that it was the easter doing this until this year because I finally had an MRI done. The essure was protruding into my uterus which was causing me great pain. I had to have a hysterectomy because of this. I lost 8 weeks of work. I am now in menopause due to my hysterectomy. I had the hysterectomy done on (B)(6) 2025.